Event description:
Female child was having routine change of bard button-18fr 2.4cm. Pa-c was removing old button using a stylette. The stylette passed through the formula openings at the end of the tube instead of connecting with the end. The stylette punctured the abdominal wall. Surgery was needed to close the perforation at a hospital child was referred to. Up to that time staff at the facility routinely cham=nged buttons using stylettes to remove them. This no longer occurs. Flyer included in kit gives no direction on removal of the tube, or warning not to use stylettedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: labeling - inadequate instructions for use, none or unknown, none or unknown, incorrect technique/procedure. Conclusion: there was no device failure, user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations, user education provided, inserviced by other facility staff. The device was destroyed/disposed of.